Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e shock. The patient was admitted emergently in cardiogenic shock and taken directly to the cardiac catheterization laboratory. An attempt was made to place the impella cp, and the device was advanced into the body. Following advancement, it was noted that the patient developed an aortic dissection. The impella cp was removed immediately. It was then reported that cardiopulmonary resuscitation (CPR) was initiated and the patient was transferred to the operating room. In the operating room, an impella 5.5 device was implanted in conjunction with extracorporeal membrane oxygenation (ECMO) to provide ongoing mechanical circulatory support. Per the health care providers, the aortic dissection was assessed as not having occurred due to the impella cp device. The field representative responded that the patient underwent emergency surgery for the aortic dissection) successfully.

Manufacturer narrative:
Section a5. Ethnicity and a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, aachen, removed.